Event description:
Reporter alleged blood glucose measured 440 mg/dl back to back with a result of 156 mg/dl, when testing was performed at the same time at 6:30 pm. Customer indicated these readings were obtained when each test result was obtained with a different battery. Customer stated earlier in the day results were lower; however, he felt the readings dropping at the time. As a result of the comparison, no actions were taken or treatment received reportedly, as a result. A request was made for the return of the suspect device and replacement product was sent.